Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had partial display. The customer¿s blood glucose level was 65 mg/dl. It was reported that partial display occurred after battery change. The troubleshooting was performed for partial display. The customer was advised the insulin pump will need to be replaced. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed self-test and displacement test. No missing segment/partial display anomaly noted during testing.